Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon noticed during the range of motion test that the medial aspect of the tibial tray had slight movement. The surgeon decided not to remove the implant. On (B) (6) 2009, additional info was received stating the event in detail as described above.

Manufacturer narrative:
(B) (4). Eval summary: it is reported that the surgeon noticed "slight movement on the medial aspect of the tibial tray" during the trial range of motion of a total knee arthroplasty on (B) (6) 2009. No pt info was provided. The device remains implanted. Based on the available info, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.